Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/constant periods') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included brain operation, post coital bleeding, craniotomy, amenorrhea, uterine bleeding and vaginal discharge. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concomitant products included levetiracetam (keppra). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), loss of consciousness ("neurological conditions or problems type: blackouts"), fatigue ("fatigue"), back pain ("back pain") and seizure ("seizures"). The patient was treated with surgery (anticipated or scheduled date: (B)(6)). At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, loss of consciousness and fatigue outcome was unknown and the back pain and seizure had resolved. The reporter considered back pain, fatigue, genital haemorrhage, loss of consciousness, menorrhagia, migraine, seizure and vaginal haemorrhage to be related to essure. The reporter commented: hysterosalpingography: date: (B)(6) 2014 (as per mr discrepancy noted) the gold ring was noted and the essure was released, with one band on the left side with 2 or 3 bands on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs and mr received. This case is incident now. The previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, seizures, neurological conditions or problems type: ¿blackouts¿, fatigue, back pain, seizure, fatigue. Outcome of seizure, periods and back pain were updated. Patient's medical history was added. Laboratory data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.